Event description:
It was reported that per preventive maintenance, in an arctic sun device, installed test circulation pump to cool.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance, in an arctic sun device, installed test circulation pump to cool. Per sample evaluation results on 14apr2025, circulation pump motor shows signs of seize bearing when motor shaft spun by hand. Unit was returned without filter from back panel.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. A review of the risk document, dfmea ra2800010, revision 25, was performed for this investigation. The reported event is addressed in step # ra101. Based on this review the risk is within the expected range. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.